Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited atrial pace - ventricular pace at 120 beats per minute (bpm). It was reported minute ventilation (mv) was programmed on at the time of the observation. Technical services discussed integration between hospital equipment and mv. No adverse patient effects were reported.